Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure using an uphold vaginal support system, the physician threw the mesh leg through the sacrospinous ligament, and the capio cage successfully caught the needle. The physician then depressed the capio device "very hard" a "few" more times, which caused the capio carrier to sever the lead suture. Two to three millimeters of the lead suture (with the needle at the end) was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller feels the relion micro meter readings are high. Customer took reading with micro meter and got a 250. Also tested at the same time with an ultra one touch and got a 350 (must have also read too high). Customer has been using micro meter to test and treat. Took insulin based on micro result and then suffered low blood sugar symptoms. Customer insists readings are consistently 100pts higher than usual.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.